Manufacturer narrative:
Patient demographics such as age, date of birth, gender, weight, race and ethnicity were not supplied. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's laboratory to assess instrument performance as the customer was not questioning the performance in conjunction with this event. All of the system parameters, including quality controls (qc), calibrations, system checks and precision run were performing with instrument specifications at the time of the event. The access accutni+3 reagent was not returned to bec for further investigation. No further information is available regarding the performance of the reagent. There were no reports of error messages, system flags or issues with other patients/assays in conjunction with this event. In conclusion, the cause of this event could not be determined with the information supplied.

Event description:
The customer reported obtaining a non-reproducible, troponin I (access accutni+3) result for one (1) patient on the laboratory's unicel dxi 600 access immunoassay system serial number (B)(4). Subsequent testing of the same sample on the same unicel dxi 600 access immunoassay system and on an alternate unicel dxi 600 access immunoassay system (serial number (B)(4)) both produced lower results within the normal reference range of the assay (<0.04 ng/ml). A second sample was collected from the patient in question four (4) hours later and analyzed on the original dxi 600 access immunoassay system the same day ((B)(6) 2017) and another elevated result, above the normal reference range of the assay, was obtained. No further information is available regarding this second sample. The customer stated that the initial, elevated access accutni+3 result was released from the laboratory. As a result of the initial elevated access accutni+3 result the patient was administerd both aspirin and nitroglycerin. System performance indicators such as quality controls (qc), calibrations, system check and precision run were performing within the instrument's and assay's specifications at the time of the event. There were no reports of hardware errors, system flags or issues with other assays in conjunction with this event. The patient's samples were collected in 13x75mm becton dickson (bd) lithium heparin plasma separator tubes which were centrifuged for five (5) minutes at 5100 rpm (revolutions per minute) at room temperature. There were no reports of sample integrity issues in conjunction with the samples collected in this event.